Manufacturer narrative:
Based on the info provided, it is unk how the product may have caused or contributed to the event. The post market clinical dept has requested additional info regarding the reported pt adverse event but has been notified by the facility rn that additional event/pt info will not be provided. The plant investigation is currently on-going. A supplemental report will be submitted at the conclusion. This is one of 5 MDR's submitted to document this reported event. Please ref the following MDR numbers: 2937457-2013-00146, 1713747-2013-00310, 1713747-2013-99932, 1225714-2013-02490.

Event description:
The user facility reported that a pt was taken from his home to the emergency dept after 2 hrs of his hemodialysis treatment. The rn stated that the pt has chronic health issues and no additional details will be provided regarding this event.